Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2021, UDI#: (B)(4). Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had the ins replaced in (B)(6) and it shocked her maybe in (B)(6), but she hasn't been shocked since the second surgery. It was stated that she had the lead replaced because it was broken, had been displaced, and there was no stimulation. There were no further symptoms or complications reported or anticipated.